Manufacturer narrative:
(B) (4).

Event description:
A customer contacted baxter technical service center regarding a system error 2240 during drain 4 while using the home choice system. There was no visible air in the lines. All of the proper clamps were closed. The home patient was connected when the alarm sounded. The service rep explained the alarm. The caregiver stated that she would contact the nurse and start therapy over the next day. This writer contacted the home patient's caregiver, who stated that the cause of the air was a small hole in the patient line extension tubing. The caregiver stated that the tubing was replaced, and there was no resulting infection. The patient has been continuing with therapy as usual.